Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter; ubd: 12-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of lioresal via an implantable pump for intractable spasticity. It was reported the patient fell at an unknown time and it was discovered by the patient's primary physician that the catheter was not functioning. The patient had experienced a decrease in therapeutic effect since the fall. The patient's physician did a test/therapeutic trial and discovered the catheter/pump were not functioning. Explant occurred on (B)(6) 2019 and a new pump and catheter were implanted. It was reported the explanted devices had been discarded by the healthcare provider. The existing catheter segment was tied off. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.